Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that about a year ago the patient was being shocked by the device. The hcp stated the patient wasn't able to find someone in the area to turn the ins off, but eventually he was able to turn it off and hasn't turned the device on since then. The ins was replaced on (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they were on vacation and picked up food poisoning on (B)(6) 2017, and since that day of intestinal problems, vomiting, and diarrhea stimulation was driving them nuts because it was such a high volume, it went ¿haywire,¿ and they were in tremendous pain all day long. The consumer was unable to reach anyone to turn stimulation off and didn¿t have access to their patient programmer (pp). It was noted the consumer felt pain and overstimulation in certain positions like when they were walking or doing anything else, but they could get into certain positions, like a crouching position, where stimulation would cut off and they could tolerate it for a bit, but when it went on for hours they couldn¿t take it. The consumer called back and stated a family member found the pp and was possibly going to ship it to them overnight so they could possibly turn the implant off.

Event description:
Additional information was received from a patient on 2017-apr-13. The patient stated that have been unable to find a physician to help them with their issues and they have not been able to do any troubleshooting/diagnostics regarding their pain, weakness, depression, and jolting due to not being able to get any help. The patient called their home and had the monitor sent to them by (B)(6) to shut off the device from (B)(6). The device worked fine for 1.5 years and they did not take the controller with. The patient shot the battery down and have not used it in the past 5-6 weeks. They are scared of it. They have not been able to find anyone to support them now that they are out of the area and they have extreme pain for 2.5 days with no help. No further complications were reported/are anticipated.

Event description:
Additional information was received from a patient on 2017-mar-07. The patient stated that for the past two days the stimulation was painful and awful. The patient did not think they could live another day with the pain. The patient could not find a healthcare professional (hcp) who was willing to help them. The patient¿s son in law sent their ¿equipment¿ overnight so they were able to turn the stimulation off. After the stimulation was off the patient felt weak, down, and depressed from the constant stimulation. The patient noted that if it had been every ten minutes or so it would have been different, but every couple seconds they got a jolt. No further complications were reported/are anticipated.